Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed unexpected restart error test and displacement test. No unexpected restart alarm or unexpected restart/low battery / off no power alarms, reset time/date anomaly after change battery noted during testing. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, cracked case at reservoir tube window corners and stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an unexpected restart. The customer¿s blood glucose level was 151 mg/dl. The customer stated that they changed battery got a weird screen and had found unexpected restart alarm. The customer advised to remove the current battery from the pump and insert a new battery (per IFU guidelines) and pump alarmed unexpected restart. The customer advised that the pump will need to be replaced. The customer advised to monitor the pump and that patient may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.